Event description:
It was reported that right ventricular (rv) lead thresholds had risen since implant and that the lead was not capturing. Intermittent sensing was also observed and the physician was concerned that the lead may have perforated the heart. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.